Manufacturer narrative:
Other text: corrected data: b1 and h1, corrected data: corrected data: b1 - adverse event and h1 -type of reportable event.

Event description:
It was reported that there was an occlusion of the tube. It was kinked intraorally and almost impossible to ventilate the patient. The device was changed to resolve the issue.